Event description:
The customer reported that this right ventricular (rv) lead exhibited low pacing impedance measurements (pacing impedance was 300 ohms but decreased to 220 ohms). A revision procedure will be scheduled for the near future. No adverse pt effects were reported. Additional info indicated a revision procedure was performed ((B)(6) 2011), the lead was surgically abandoned (capped) and a new lead was implanted. It was noted there was asystole which was less than two seconds in duration. The lead was actively implanted for approx 10 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.